Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead threshold measurements and loss of capture with no asystole. Subsequently, additional intervention was required to address the reported observations. The crt-d and lv lead were explanted and replaced. An epicardial lv lead was implanted and replaced the existing lv lead. The product is not expected to be returned. No additional adverse patient effects were reported.